Event description:
Upon routine incoming inspection of the device, our foreign consignee observed that two of the received cables had blemishes on them. No other details regarding the nature of the event were provided. Since the event occurred upon incoming inspection of the device, there was no pt involvement during this event.